Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an incorrect date in an event consistent with an internal clock reset. Additionally, there was oversensed noise on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended follow up with the clinic to correct the date and time. This ICD remains in service. No adverse patient effects were reported.